Event description:
User facility mandatory medwatch received that stated, "when the nurses have to give a med that is not compatible with the pca med, they clamp that med for the duration of the other infusion and then, when the infusion is completed, they release the clamp and restart the pca infusion. The nurses usually use the pca tubing clamp (slide clamp), which is a small white clamp on the tubing. This is not easily seen and can be missed or forgotten. This is a pt who has multiple IV meds and only limited IV access. The pt had morphine pca infusing. The pca tubing was clamped in order to give another medication, and the clamp was not removed when the infusion of the other medication was complete. Therefore, the pt went without pain medications for about 2 hours. The pump did not alarm to alert rn of a distal occlusion. When it was discovered, the rn disconnected the pca tubing from the pt before she unclamped the tubing, and a significant amount of morphine came shooting out. Had this been connected to the pt, the pt would have been bolused with an unk amount of pain medication. The pca was to be infusing at a rate of 1.5ml per hour, so it is not clear why the pump did not alarm. Both the failure to recognize that the tubing is still clamped as well as the alarm failure have occurred multiple times on more than one pump. The nursing staff is going to switch to using bright blue hemostats to clamp the lines. Hospira has been notified of the alarm issue." Upon further query, the customer contact reported, the pump did not alarm when the tubing was clamped distal to the pump. On an unspecified date and time, the pump was programmed in the continuous only mode, to deliver morphine 1mg/dl, at a continuous rate of 1.5mg/hr, and the delivery was started. No further programming parameters were provided. It was reported that on (B)(6)2010 at 1015, the nurse clamped the pca tubing set to administer an unspecified medication that was reported to be incompatible with morphine. At 1206, the nurse noted that the pca tubing set was still clamped; however, it was reported the pump did not alarm. The customer contact indicated that, "the delay caused this child significant pain. She was at end of life care and woke up screaming in pain. It took several hours to get her back to a comfortable testing state." The physician was notified and came to the pt's bedside. The customer contact reported, the pt was treated with an unspecified bolus of morphine. Therapy was resumed using the same pump. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).